Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd ext tubing was cracked and leaked on 5 occasions. The following information was provided by the initial reporter: material #: unknown batch #: unknown. It was reported neck that spins at the male end of the trifuse have cracked/leaked about 5 different times. Our nurses are seeing many of the trifuses cracking at the part that attaches the trifuse to the IV tubing or IV hub. The part I am referring to is the neck that spins at the male end of the trifuse. They are noticing leaking and cracking at this junction.

Event description:
It was reported that unspecified bd¿ ext tubing was cracked and leaked on 5 occasions. The following information was provided by the initial reporter: material #: unknown batch #: unknown it was reported neck that spins at the male end of the trifuse have cracked/leaked about 5 different times. Our nurses are seeing many of the trifuses cracking at the part that attaches the trifuse to the IV tubing or IV hub. The part I am referring to is the neck that spins at the male end of the trifuse. They are noticing leaking and cracking at this junction.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the neck that spins at the male end of the trifuse have cracked/leaked about 5 different times could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot and model number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.